Event description:
The dexcom g6 glucose meter has been having wildly erratic readings. The graph reading would show a loss of measurement, then shoot from 80 immediately increase to 110 or drop from 120 to 80 in seconds , then pop back up. This has been going on for two days. The packaging on this device contained a sticker stating that the expiration date for the device had been extended from an original february expiration date to august. There is enough of a variation here to cause a patient to overdose or underdone their insulin based on these readings. The glucose probe was inserted (B)(6) 2022 in the abdomen. Lot # 7286489. FDA safety report ID# (B)(4).